Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode was admitted to the emergency room after receiving an inappropriate shock due to noise and oversensing. The automatic setup failed across all vectors. There was very low amplitude observed on all vectors. Noise was observed in the clinic when performing isometrics testing. It was noted that the patient had lost some weight recently. A chest x ray was performed which revealed the s-ICD had migrated down and the electrode had lost its s curve and was possibly slightly higher than previously implanted. Technical services (ts) discussed options with the physician including rescreening to see if anything had changed. The physician discussed a possible replacement. The s-ICD and electrode remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been returned for analysis. A supplemental report will be filed at the time of completion. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode was admitted to the emergency room after receiving an inappropriate shock due to noise and oversensing. The automatic setup failed across all vectors. There was very low amplitude observed on all vectors. Noise was observed in the clinic when performing isometrics testing. It was noted that the patient had lost some weight recently. A chest x ray was performed which revealed the s-ICD had migrated down and the electrode had lost its s curve and was possibly slightly higher than previously implanted. Technical services (ts) discussed options with the physician including rescreening to see if anything had changed. The physician discussed a possible replacement. The s-ICD and electrode remain in service at this time. No adverse patient effects were reported. Additional information was received of the s-ICD being returned. No additional information is available along with no additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been returned for analysis. A supplemental report will be filed at the time of completion.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode was admitted to the emergency room after receiving an inappropriate shock due to noise and oversensing. The automatic setup failed across all vectors. There was very low amplitude observed on all vectors. Noise was observed in the clinic when performing isometrics testing. It was noted that the patient had lost some weight recently. A chest x ray was performed which revealed the s-ICD had migrated down and the electrode had lost its s curve and was possibly slightly higher than previously implanted. Technical services (ts) discussed options with the physician including rescreening to see if anything had changed. The physician discussed a possible replacement. The s-ICD and electrode remain in service at this time. No adverse patient effects were reported. Additional information was received of the s-ICD being returned. No additional information is available along with no additional adverse patient effects were reported.